Event description:
It was reported the patient received the following results within 15 minutes: 101 mg/dl (user´s meter) and 257 mg/dl (pharmacy´s meter). The user´s mother believes that the user´s meter does not provide correct results. Prior to the mentioned result comparison, her child had hyperglycemia symptoms like smell of acetone, stomach ache and dizziness. At the time of the symptoms, the patient received the following results within one minute from their meter: 104 mg/dl, 77 mg/dl and 101 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.